Event description:
Complainant alleged that while treating a patient (age and gender unknown) in cardiac arrest, the device gave a "no shock advised" prompt for what clinicians believed was a shockable rhythm and was then unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.